Manufacturer narrative:
Initial reporter address - (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective patient line pull ring cap was disconnected from the patient line of a homechoice cassette. It was further described as the "blue cap for the patient line in the homechoice cassette was found to dropped out from the tube". The pull ring cap was discovered in the packaging during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and observed a detached patient line cap. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.